Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 26th january of 2018 arjohuntleigh received a complaint where it was indicated that stitching inside of the yellow loop of the sling failed based on the information received. No injuries and no patient involvement was reported. An investigation was carried out into this complaint. When reviewing similar reportable events, we have found a number of cases with similar fault description (loop stitching inside loop failed). It has been established that the sling was not being used for patient handling at the time of the event. During our investigation the sling was found yellow loop stitching inside loop failed and was found to not have been to specification. The sling was not in use at the time for patient care and it did not cause or contribute to an adverse event, but it is the focus of our report and investigation. Tests carried out during the development of the sling, and in current production on every sling manufactured, would indicate the stitching of the loops meets the OEM specification. A proper inspection of the sling should have detected the failure of this sling, especially since one of attachment points of the loop was broken. Therefore, the sling showing signs of unstitching, should be withdrawn and replaced - as was done in the issue investigated here. After reviewing the complaint and based on product knowledge as well as simulations previously performed, it comes forward that the loop breakage appears to occur as follows: as the pressure on the sling loop, in the opposite direction of that experienced in normal use which can be caused by the caregiver pulling the loops that way by hand, or, a much higher strain, where the loop/sling becoming caught in an obstruction. This appears to be an indication of the loop being broken due to the application of outside force that causes the break. Since the loop break is indicated to have occurred outside of use, it may have been caused even by becoming stuck during the mechanical washing or drying process. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the device labeling or the instructions for use (IFU) is not followed. To conclude, there was a system deficiency found (loop failure) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities due to the risk of loop breakage is of a high severity as such an occurrence can lead to patient's fall and a consequence of serious injury or death.

Event description:
On 26th january of 2018 arjohuntleigh received a complaint where it was indicated that stitching inside of the yellow loop of the sling failed based on the information received. No injuries and no patient involvement was reported.